Manufacturer narrative:
The investigation was unable to find a definitive root cause. The provided data did not indicate any issue with the assay or instrument.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys estradiol iii assay result for one patient sample. The patient was undergoing ovarian stimulation for assisted reproductive technology. The estradiol result for a sample on (B)(6) 2017 (d13 of protocol) was 2662 pg/ml and was reported outside of the laboratory. A decision was made to continue the protocol, the patient was given ovitrelle, and an ovarian puncture was performed on (B)(6) 2017. Hyperstimulation took place a few days after the puncture in order for the physicians to harvest the egg cells, but the embryos were not transferred due to the level of progesterone. On (B)(6) 2017, the patient was suffering from stomach pain and was moved to the ICU. On (B)(6) 2017, a new sample was drawn and the estradiol result was 5400 pg/ml. Additional information concerning the in-vitro protocol and the treatment provided to the patient was requested but was not provided. The patient's current condition was provided as "correct". It was not clear if the questioned result changed the protocol for the patient. The symptoms and condition of the patient are common side effects of hyperstimulation, the medications used, and in-vitro protocols. The reagent lot number was 21731300. The expiration date was requested but was not provided.